Manufacturer narrative:
Product ID 3550-39, lot# n286062, implanted: 2011 (B)(6); product type accessory product ID 3 778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 355531, lot# n301353, implanted: 2011 (B)(6); product type screening device product ID 37092, lot# 291510001, implanted: 2011 (B)(6); product type accessory product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that there was a loss of stimulation. It was not hitting the right area. The patient needed it right at her hips and waistline clear across. But it was not giving relief and it went to her legs and to her upper back. It would not hit between right above waistline to the crack of her butt. It was noted that it just stopped, just quit, but it was also noted to have started after implant, about a year later. The patient with a manufacturing representative (rep) today, on (B)(6) 2015. Stimulation in the legs was so strong the patient could not walk. No matter what the reps did, it would not hit that area. It was noted the patient also went for bursitis shots and her healthcare provider (hcp) was thinking about going in, opening her up again for a revision to try to get lead sin there to hit that spot, but the patient did not want to go through another surgery as the patient had had 13 surgeries in the past and she had her lower spine fused, and this was where she was not getting desired stimulation. A day later the patient reported recharging was difficult because, the implantable neurostimulator (ins) was moving around inside the pocket because, the patient was so thin. The patient spoke with her hcp and a rep she was told to request adhesive discs to use during charging. This issue had been occurring since 2012. It was noted that the patient had a history of failed back surgery syndrome and spinal pain. The patient later reported that they received stickies to hold the charger in place. But the ins moving and stimulation issue had not been resolved. Not battery, the lower back between my hips.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the their stim was not reaching 'the area' because they have 16 (?) Leads and the pain is below the leads. The patient met with reps in the past who put many programs on the device and they tried everything but nothing is 'hitting the spot.' It was noted that the patient was working with a doctor the address the issue and they recommended 'putting a smaller one in because they feel that it will reach the areas.' No further complications were reported.